Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2019-12728. It was reported that one of the patient's leads was protruding at the skin. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the physician repositioned the lead. Postoperatively, the issue has resolved. Note: as it is unknown which lead was protruding, both leads are being reported.